Event description:
The medical assistant (ma) put a 23g 1-inch needle with blue base on a covid 12+ vaccine syringe. The needle was securely on the syringe. As the ma was pushing the plunger to inject, the ma saw that the vaccine came out of the neck of the vial/base of the needle and not into the patient. After inspecting the vial and needle, the ma saw that the base of the needle was chipped. The provider and the patient were notified. The doctor said that we could re-vaccinate if they want. The patient said they will next time they are in clinic. The needle was inspected prior to discarding it in the sharps container. It was reported that the blue needle hub cracked off in the twist on. No injury occurred. It was reported on [date redacted], that there was a second event whereby the top of the blue needle hub was cracked all the way down to the needle. There were no additional details given other than there were no injuries to the team member or patient.